Event description:
It was reported by the dealer that the base foam had become "compressed." The reporter states no incontinence damage to the cushion. No user injuries or adverse impact were reported.

Manufacturer narrative:
Background information: the age of the cushion at the time of the complaint was approximately 11 months. The expected lifetime of a wheelchair cushion is 2 years. Jay ion cushion owner's manual, rev b, page 2 states: "warning! Prior to prolonged sitting, any cushion should be tried for a few hours at a time while a clinician inspects your skin to ensure that red pressure spots are not developing. You should regularly check for skin redness. The clinical indicator for tissue breakdown is skin redness. If your skin develops redness, discontinue the use of the cushion immediately and see your doctor or therapist. The jay ion cushion is designed to help reduce pressure. However, no cushion can completely eliminate sitting pressure or prevent pressure sores. The jay ion cushion is not a substitute for good skin care including proper diet, cleanliness, and regular pressure relief." Jay ion cushion owner's manual, rev b, page 3 states: "easy maintenance & cleaning regular cleaning and maintenance may help extend the life of your cushion. During cleaning, component inspection is recommended. Check the cover for tears and excessive wear and or any other abnormalities. Check the foam base to ensure foam consistency." Ufmea jay cushion, risk ID 20 states: pressure relieving foam in the pelvic well area collapses due to compression set, excessive wear, or aging resulting in an incorrect or uncomfortable positioning or continuous rubbing. Discussion: the most probable cause for "flat" for a foam cushion is degradation, or the foam losing its intended shape when being used by the end user. This may cause the cushion to no longer provide sufficient seating and positioning support necessary for the user's specific needs. As stated in the jay ion cushion owner's manual, the cushion should be inspected to check for abnormalities to the foam consistency. If proper support is not being provided, the user should discontinue using the cushion and immediately contact their sunrise medical supplier. Conclusion: the information in the complaint indicates a reduction of pressure relieving capabilities in the pelvic well area related to deformation of the foam material. The reported event is most likely a product malfunction. The product in question met all product specifications before release for distribution at the time of shipping to the customer. The relationship between the reported event and the device for failing to meet life expectancy is not known. This device is used for treatment, not diagnosis. The failure mode has been previously reported per 21 cfr 803.50. This complaint was re-evaluated during a retrospective review and remediation effort resulting from improvements made to the company's complaint handling and adverse event reporting processes to ensure patient safety and regulatory compliance. This MDR is being filed based on the outcome of that retrospective review. Should additional information become available, sunrise medical will file a supplemental report.